Manufacturer narrative:
The qa lab confirmed high results. They found the returned test strips to read an average of 100 mg/dl high, out of spec. This complaint was initially missed by customer service, so it will be submitted past the 30 days window.

Event description:
The customer called for help with her meter. While troubleshooting, the customer performed control tests and received results of 215 and 200 mg/dl. The normal control range was 98-135 mg/dl. No adverse events were alleged. The test strips were returned for eval, and replacement test strips were sent to the customer.